Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of paroxysmal atrial fibrillation managed by 30mg, edoxaban. On an unknown date in 2026, direct oral anticoagulant dose was reduced to 15 mg, edoxaban monotherapy due to renal function abnormality. Right femoral artery was selected as the access site. A 6f pigtail catheter was advanced over a 0.035 × 300 cm j-wire, then exchanged for a 0.035 × 260 cm amplatz extra-stiff wire. After pre-closure using two perclose proglide devices, a 14 fr non-abbott introducer sheath (is) was inserted. Using an sf-al1 catheter, the aortic valve was crossed with a 0.035 × 150 cm non-abbott straight wire. The wire was exchanged for a 0.035 × 300 cm 1.5j wire and advanced to the left ventricle (lv) apex, followed by exchange to a 6f pigtail catheter for simultaneous pressure measurement. The wire was then exchanged to a xs sized, non-abbott guidewire and positioned in the lv. Intraoperative transesophageal echocardiogram (tee) was used to assess aortic regurgitation (ar)/ tricuspid regurgitation (tr) and valve motion. Fluoroscopy check was confirmed. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott ballon. 14 fr, non-abbott was removed and exchanged for an inline sheath, and the navitor device was inserted. During the procedure, the system was delivered from the aortic arch to just above the aortic valve in a left anterior oblique (lao) view. Deployment was initiated in an overlap right anterior oblique (rao) view. On the first attempt, the valve was placed at a depth of 3.5mm on the non-coronary cusp (ncc). Controlled pacing was initiated at 100 beats per minute (bpm), and the second attempt was initiated. An incomplete stent opening (iso) was reported to be suspected so a recapture was performed. Repositioning and re-deployment attempts were initiated. Paravalvular leak (pvl) was reportedly increased with a mild to moderate severity; transient atrioventricular (av) block had occurred resulting in another recapture. On the final attempt, the valve was able to be implanted successfully at a depth of 10mm on the ncc. Post-implant, echocardiogram revealed left branch bundle block (lbbb); mild pvl was observed. An iso was observed towards the ncc side and a post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 20mm, non-abbott balloon. Pvl was reduced to trace to mild and the procedure was completed. The patient was subsequently awakened and extubated, with no neurological deficits observed. Past medication of 15mg, edoxaban was resumed. On an unknown date in (B)(6) 2025, the patient had experienced chest pain. On (B)(6) 2026, the patient was re-admitted with a chief complaint of chest pain and managed with medications (3 mg, warfarin monotherapy). On (B)(6) 2026, computed tomography (CT) shows suspicion of thrombus- or pannus-like structure formed around the navitor valve resulting in obstruction of the left coronary artery (lca) ostium. The patient was in an unstable condition. On (B)(6) 2026, percutaneous coronary intervention (pci) was performed to restore the coronary blood flow. The patient was in a stable condition.